Manufacturer narrative:
Continued: e.1. Phone number: (B)(6). A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. The device remains implanted

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d6b, h.6.

Event description:
The device has been explanted.

Manufacturer narrative:
Photo analysis: it is not possible to determine the lot number or catalog through the photos provided. Rupture: observed, opening on the device but cannot perform an assessment of the opening as no microscopic analysis can be performed. Capsular contracture: unable to observe as it is a medical event that is not related to the device. No additional observations are performed. No further actions are required since no issue in the manufacturing of the device is observed.

Event description:
Healthcare professional reported left side rupture and capsular contracture baker grade ii. The device has been explanted.